Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016. She experienced a high blood glucose level at work because the reservoir was not firmly in the insulin pump. The reservoir compartment was chipped off and was not holding the reservoir. The customer over bolused causing her to be hospitalized. Her blood glucose level at the time of admission was 20 mg/dl. Customer's most current blood glucose level was 48 mg/dl. She treated her blood glucose level with juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.